Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no ncrs generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient had her first operation on her right ankle fracture on (B)(6) 2014. The patient was implanted in (B)(6) hospital in (B)(6) on (B)(6) 2014 on her right ankle lateral malleolus fibula fracture also with a posterior malleolus tibia fracture and dislocation. This patient is being followed up for multiple myeloma and has undergone internal fixation with a material that does not contraindicate the follow-up of her myeloma by MRI. On (B)(6) 2014, the patient had a follow-up investigation, a MRI of the spine. During the MRI, remotely from the internal fixation plate, the patient experienced a vivid sensation of heat and pain at the area of the osteosynthesis material, which required the discontinuation of the MRI. Since this complicated the radiological follow-up of her underlying disease by MRI, the internal fixation plates in the patient were changed on (B)(6) 2014. This is report 5 of 8 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that: the implants are made of material (B)(4) (stainless steel). The examination of the raw material inspection sheets of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the implants is in compliance with the international standards iso 5832-1 and astm f 138 for implants made of material (B)(4). In addition, the chemical composition of the implants was tested by x-ray fluorescence analysis. The analysis confirmed that the implants are made of material (B)(4). This steel used for surgical implants is an austenitic stainless steel. Implant grade material (B)(4) is known to be totally non-ferromagnetic. Nevertheless, there are several hazards associated with the use of devices in combination with MRI unless the device is labeled as mr safe. Implants labeled as mr conditional may show adverse effects such as: heating or migration of the device or artifacts on mr images if they are used outside the specified conditions. For patient safety during radiology, the instructions of use must be followed. No evidence of a material defect. Additional product code hrs. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.